Manufacturer narrative:
The customer reported signal loss with freestyle link application. Abbott diabetes care (adc) attempted to replicate the reported issue and the reported configuration of ios 17.4.1 is not compatible with the freestyle libre link application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 14 phone with ios operating system version 17.4.1. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness, and was unable to speak and was unable to self-treat, requiring treatment of glucose medications by an health care professional. There was no report of death or permanent impairment associated with this event.